Event description:
It was reported that the patient experienced return of symptoms. The reporter stated that this was a new implant and in the beginning, the patient seemed to be getting some relief but not as of late. Troubleshooting was performed on (B)(6) 214 because a volume discrepancy was present. The healthcare provider (hcp) stated that the discrepancy was 16ml; the exact volumes were unknown. A dye study was performed and they were able to aspirate cerebrospinal fluid (csf) and inject dye successfully. The pump logs were reviewed and were normal. A low reservoir alarm occurred on (B)(6) 2014 and the alarm was silenced on (B)(6) 2014 when a refill occurred. The doctor planned to refill and monitor moving forward. The catheter and pump appeared to have been functioning normally. The reporter stated that a pump roller study was possibly to be performed; however, it was unclear if the study was actually done. The device system delivered baclofen. It was later reported that the patient did not experience any symptoms other than feeling like she was not getting the full effect of the baclofen like she should have. The reporter commented that she was a new implant and it may have been too early to tell if there was any issue. The cause of the alarm was not fully determined but it was thought it may have been that the refill volume number was not correctly programmed. The reporter believed the expected residual volume (erv) was 3ml and the actual residual volume (arv) was 16ml. The cause of the discrepancy remained unknown. The physician was to check refill volumes again and if there is another discrepancy he will do a roller study to determine if there is a pump issue. No explant or revision was planned. It was later reported that the cause of the alarm was thought to be due to the low reservoir according to the physician. It was further reported that the physician and manufacturer representative met with the patient on (B)(6) 2014. The residual volumes were within normal limits and ¿all looked pretty good with the pump¿. The physician increased the dose to help with the patient¿s spasticity. The reporter stated that everything seemed to be ok.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).